Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it noted that the right ventricular lead exhibited under-sensing. Fluoroscopy imaging showed that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.